Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The blood glucose reading was over 500mg/dl. It was stated that the customer was experiencing unexplained high glucose for three days. Troubleshooting was performed. Reviewed the alarm history and found no delivery alarm. It was stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed and high pressure test and they passed. It was stated that the customer often has bent cannulas. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.